Manufacturer narrative:
Date of event: (B)(6) 2021. During the manual cleaning process, the olympus endoscopy support specialist (ess) observed the customer using a washcloth to wipe the external surfaces of the bronchoscope. The customer did not use the suction cleaning adapter, maj-222, during the entire manual cleaning steps. The customer then placed the channel opening brush in the instrument channel port. The customer then only brushed the instrument channel but did not brush the suction channel. The customer used a 30ml syringe and placed the tip of the syringe in the suction cylinder and the instrument channel port and flushed with detergent three times each with the syringe. The customer then performed the exact same flushing steps with rinse water. No air was flushed through the scope. The ess reviewed cleaning, disinfection, and sterilization for the devices. The customer was instructed to follow all olympus reprocessing procedures. The user facility was provided with information on the correct brushes and pricing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Over a three day timeframe, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the reprocessing methods performed on the evis exera iii scopes in-house. During this onsite visit, the evis exera iii bronchovideoscope was observed to be reprocessed incorrectly. There were no reports of patient harm associated with this event. This event is related to patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user facility did not train reprocessing staff sufficiently on handling and reprocessing in accordance with IFU. This issue is addressed in the instructions for use (IFU): ·IFU (reprocessing manual) warns on insufficient reprocessing as follows: "1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. IFU states on cloth to use at reprocessing as follows: "·all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components. IFU states the detailed manual cleaning in the following item. "·5.5 manually cleaning the endoscope and accessories " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Updated field: b5. This supplemental report is being submitted to provide additional information provided by the user facility.

Event description:
Additional information was received from the user facility. According to the user facility, after the final report is provided by olympus, this event will be addressed with personnel. Additional patient identifier: (B)(6).